Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-00509, reference MFR report: 3008829311-2017-00510. It was reported the patient suffered a fall and afterwards stimulation was unable to be activated for one lead. X-rays did not show any anomalies with respect to the leads. Diagnostics indicated elevated impedances for one lead and stimulation was again unable to be activated. Surgical intervention was undertaken and when diagnostics were performed directly on the leads, no impedance issues were found. The physician connected the leads into other ports in the implantable neurostimulator (ins), but impedances were elevated. The physician removed and replaced the ins and stimulation was able to activated for both leads. Postoperatively, the patient indicated receiving effective therapy.